Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap and the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the output area appears depressed. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber was observed to forward fire. The fiber was exchanged and the procedure was completed with a second fiber with "no injury" to the patient reported.